Manufacturer narrative:
Results: the returned lantern was stuck inside the non-penumbra catheter. The proximal shaft outer diameter (od) was measured approximately 0.0395¿ and within specification. Conclusions: evaluation of the returned lantern revealed that the lantern was stuck within the non-penumbra device. The lantern could not be advanced or retracted from the non-penumbra catheter. This may indicate dimensional incompatibility between the two devices. The root cause of the reported complaint was unable to be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1:  4316 - the investigation findings do not lead to a clear conclusion about the cause of inability to advance lantern.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern). During the procedure, the physician successfully advanced a ruby coil through the lantern and implanted it in the target location. Subsequently, the physician decided to advance the lantern more distal through the non-penumbra catheter but reported that the lantern was unable to advance into the catheter. Both devices were therefore removed and were no longer used in the procedure. The procedure was completed using other devices. There was no report of an adverse effect to the patient.